Event description:
It was reported that the patient underwent a gynecological procedures for incontinence on (B)(6) 2009 and (B)(6) 2010 and mesh and monarc subfascial hammock were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05954. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent release of mesh on (B)(6) 2009. The patient underwent sling revision/removal on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4).